Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The trek balloon catheter was not returned for investigation. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported that during the procedure in the mid right coronary artery the trek balloon was inflated 3 times at 8 atmospheres for 8 seconds, 20 seconds and 12 seconds respectively. The balloon was fully deflated. The balloon catheter was difficult to remove over an allstar guide wire, described as a sticky feeling; however, the catheter was successfully removed from the guide wire without intervention. Subsequent devices were able to pass over the same guide wire without difficulty. There was no damage to the catheter, balloon or guide wire. There was no adverse patient effect or clinically significant delay in procedure or therapy. Though requested no additional information was provided.